Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the initial procedure the contralateral leg endoprosthesis (plc231000) landed short in the right common iliac artery resulting in not enough distal seal. Reportedly the right common iliac artery was also very short and flared out for about 2cm. However, the final angiogram did not show an endoleak. On (B)(6) 2016 a follow up CT was performed indicating a type ib endoleak. It appears that the contralateral leg endoprosthesis (plc231000) has migrated proximally. On (B)(6) 2016 a reintervention was performed to solve the endoleak. Therefore an additional contralateral leg endoprosthesis (plc231000) was implanted in the common iliac artery to achieve distal sealing again. Additionally another contralateral leg endoprosthesis (plc181200) was implanted in the external iliac artery which looked diseased on the angiogram. On the final angiogram, the type ib endoleak was not visible anymore and good flow was shown in the common iliac, external iliac and internal iliac artery. The patient tolerated the procedure.